Manufacturer narrative:
The reported event of the solex 7 (lot no 81065) catheter was confirmed. A bonding leak was observed at the middle of serpentine balloon during functional leak test. The probable root cause for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Balloon was covered in dried blood. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the middle of serpentine balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for solex 7 catheter with lot no 81065.

Event description:
As reported, during patient use, solex 7 catheter was placed in the patient's (weighed (B)(6)) left internal jugular vein. The user noticed an almost empty saline bag and the thermogard xp ivtm system generated "air trap" alarm during the maintenance phase of the ivtm treatment. Immediately, the user removed the catheter from the left internal jugular vein and placed new solex 7 catheter in the right internal jugular vein to continue the treatment. The catheter insertion was smooth and the procedure was performed in single attempt by an experienced physician. The dwell time of the catheter was about 12 hours and the dwell time at the time of issue was 8.5 hours. No leak was observed and there were no traces of fluid on the floor or the bed. The user noticed no saline or blood in the syringe while deflating the catheter balloon in order to remove the catheter from the left internal jugular vein. Per user, there was no sign of infiltration at the site of catheter placement. The "air trap" alarm was cleared after the catheter replacement and the treatment was continued without any issue. No known impact or consequence to patient information was available.